Manufacturer narrative:
(B)(4). Additional follow up information received from the peritoneal dialysis nurse (pd rn). The pdrn confirmed the hospital admission date as (B)(6) 2012. The diagnosis was bowel obstruction and the treatment was unknown. The bowel perforated during hospitalization (date unknown) and the patient developed peritonitis as a result of the perforated bowel, treatment unknown. Pd therapy discontinued during hospitalization (date unknown) and hemodialysis initiated. The patient died during (B)(6) 2012 (exact date unknown). The pdrn believed the patient was still hospitalized at the time and the cause of death was cardiac arrest. The patient was on hemodialysis at time of death. The pdrn stated that the death was unrelated to dianeal therapy.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with unknown dianeal therapy. On an unreported date, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered for the events was not reported. The patient is recovering from peritonitis. The patient is still using the peritoneal dialysis solution. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h11h18044. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.